Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported a stryker knee was implanted in their right knee as a revision of a competitor knee. Since implantation, patient has experienced pain and swelling. Approximately 1 week prior, the knee 'gave out' and the patient fell. After having CT scans done, patient was told that there was loosening (patient wasn't told which implant(s) may have loosened). The patient is inquiring as to whether any of the implants are subject to recall, and would like a product investigation performed. Update: "the plastic insert has loosen there is a gap in it and the base"